Event description:
It was reported there was a catheter blockage three months ago. A revision was recommended and was scheduled 2-3 weeks ago. During the revision 2-3 weeks ago the patient received too much anesthesia and his heart stopped. The revision did not take place. The pump was also going to be replaced during the revision due to the pump age. There were no allegations about the pump. A surgery would not be rescheduled until the patient had a stress test. The patient could not walk (which was understood to be a previous condition). The patient was going to have a nuclear stress test rather than a walking one. The surgery stalled because of this. It was later reported the patient had to be cleared by cardiology prior to rescheduling the surgery. The patient had cardiac failure after intubation at the previous surgery. The system was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8 590-1, lot# n185023, implanted: (B)(6) 2009, product type: accessory. (B)(4).